Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of device data logs. The device was put through extensive testing without duplicating the report. When the batteries were replaced, the columb counter needed to be reset. The coloumb counter was reset to resolve the report. The main board was replaced and scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.